Manufacturer narrative:
Patient information not provided due to legal/confidential issues. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred pre-operatively and caused no delay to the surgery. It was reported that when turning on the power of the system, the drive did not turn on or it turned on, but data could not be imported. Additionally, at that time, it was impossible to import data with the usb as well. The drive could later be turned on and operated without any issue after it was tried again. The operation was very unstable. The dvd drive was just replaced due to the same phenomenon occurring in the past. Data could be imported without any problems at the time being by disconnecting the drive in a hurry and reconnecting it on the patient import screen. The procedure was completed was completed with the use of the navigation and imaging device. There was no impact on patient outcome.

Manufacturer narrative:
Analysis was completed and it was noted that one of the wires had been pulled from the connector. Otherwise, the cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734900, serial/lot #: (B)(4). The cable 9734900 +12vdc multi-out (B)(4) was returned for analysis. Analysis found that one of the wires had been pulled from the connector. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: issue was resolved with replacement of an internal fan. If information is provided in the future, a supplemental report will be issued.